Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter tubing set was damaged. During an ablation procedure for atrial tachycardia (at), while in the left atrium before ablating, the irrigation port became detached from the intellanav mifi open-irrigated ablation catheter. They were not able to reattach at and the catheter was replaced. No patient complications occurred.